Event description:
It was reported that the 8800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor, system interface board, and batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.